Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No moisture damage found on the motor or electronic assembly. The insulin pump had scratched on display window noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's blood glucose was 428 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother performed high pressure test and the insulin pump passed. The insulin pump will be returned for analysis.